Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose (bg) level was over 500 mg/dl. A manual injection and correction bolus were delivered to address high bgs. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.